Manufacturer narrative:
A number of different circumstances appear to be the root cause. The device appears to have indicated a pathological ctg (fhr) pattern, which was not managed according to the guidelines. There are no specific alarms for the pathological ctg only the tracing pattern. The following issues regarding lack of quality and patient safety were identified by (B)(6): organization, workload and authorities. Individual responsibility for pt. Absence of warnings for pathological ctg in the stan device. Limited knowledge of intrauterine pressure transducers. The device remains at the hospital. The hospital has not contacted neoventa regarding this case. The device is not considered the root cause, and neoventa has not had access to it. It is unclear if the stan s21 or s31 was used. Although, the initial reportability decision indicated that this was not a reportable event in the united states, in response to the FDA warning letter of 08/04/2010, and CAPA project (B)(4), this event will be reported in the us according to the table below. We are aware that reporting timelines cannot be met with the retrospective reporting.

Event description:
Neoventa medical ab received an info copy of a decision report from (B)(6) board of health and welfare on 12/17/2008. The report, dated 12/11/2008, dnr (B)(4)2008 reported the death of a newborn fetus due to a number of very difficult circumstances during the labor.